Event description:
It was reported that the left ventricular (lv) lead was not capturing. It was also reported that the physician suspected that the non-capture began to occur after the patient had an infarct. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed), there was blood on the proximal conductor (not obstructed), the outer insulation was melted and there was apparent explant damage. Concomitant products: 6947m implantable defib lead 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).